Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for high blood glucose levels, with a reading of 483 mg/dl. The customer stated that she changed the infusion set the day prior to the hospitalization. She stated that she had normal blood glucose levels all day until she changed the infusion set. At bedtime, her blood glucose levels were approximately 200 mg/dl, and the customer's husband called the paramedics. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.